Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc, there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit, the board inside the endoscope connector, or the system side. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the scope communication error b30 occurred on the subject device. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported issue was duplicated.